Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information received from the healthcare professional (hcp) reported that the patient indicated that the device was not working. An overdischarge battery (od) was suspected. However, no troubleshooting was done due to lack of access to the device. Additional information received on (B)(6) 2016 from the patient reported that their ins was not working and was not taking or holding a charge. The patient stated that they charged it for 3 hours and saw a normal charging screen. When they go to turn the device on the following day it showed no charge on it. The programmer showed a dead battery and a call your doctor screen 3 week prior to report. The patient did not know what code came up on the screen. It was noted that the patient had already had their ins "jump started" twice (first time: (B)(6) 2015 and second: (B)(6) 2015). The patient tried to jump start the device themselves. They know the manufacturer's representative will tell them they need to charge the ins because it had been jump started already. The patient stated they needed an MRI (unrelated to the implanted device) and they can go into MRI mode with the device. Further information received on (B)(6) 2016 from the manufacturer's representative reported that there was an alleged overdischarge (od) on the patient's ins. It was noted that the patient was not very compliant. The representative was going to meet with the patient on (B)(6) 2016 to perform a physician recharge mode (prm). The patient reported the ins had been in an od for a year but they had met with the representative for reprogramming since then so this was not believed to be true. In addition, it was reported that the patient had difficulty and was unable to charge. They alleged poor coupling but the representative had met with them multiple times since implant and each time they had been able to get good coupling. No patient symptoms were reported. The indications for use for the implanted device were noted failed back surgery syndrome and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.